Event description:
The 3.5 wide medial plate was used to reduce & fix a distal tibial fracture. When the t15 driver was used to hand tighten the middle distal (3.5) screw, the tip of the driver sheared off. The tip of the driver shaft was embedded into the screw head and couldn't be removed by suction or with dental curette on examination. Therefore the tip of the driver shaft was left in-situ.